Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had issues with blank display. The customer states they had received unexpected restart alarm and external ram crc error alarm. The customer's blood glucose level at the time of incident was 91mg/dl. The customer's levels had been as high as 300mg/dl. Troubleshoot was conducted. The device was found to have passed testing. The customer states the buttons were unresponsive. The customer was advised to monitor the device and that replacement battery cap would be sent out.